Event description:
The surgeon reports the band had eroded into the stomach. The band and the port were explanted in 2008. The patient was released the next day. The band was originally implanted one year ago. There is no plan to re-implant at a future date. There were no other patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.